Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735225, h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that during a preventative maintenance, when switching to another application on the system, both monitors displayed a ¿no signal¿ message. Both monitors were previously functioning as intended. Troubleshooting steps were performed. The manufacturer representative tested the dvd drive; it opened and closed with no issue. They checked the power and activity led on the back of the video splitter; the power had a green led, and the activity had no led. The manufacturer representative reseated the digital visual interface (dvi) input in the video splitter and on the back of the computer but there was no effect. They then attempted to bypass all three of the video outputs by plugging them directly into the dvi input cable from the video splitter but there was still no effect. The manufacturer representative plugged into an external monitor from the left dvi port on the back of the computer. They were initially able to get video on the external monitor, then it went to a ¿no signal¿ screen after a couple minutes. The probable cause of the issue was suspected t o be due to the computer. No patient involvement was reported.